Event description:
Appears to be possible right ventricular under-sensing causing inappropriate ventricular pacing on current egm. Rv bipolar lead impedance warning on (B)(6) 2021. Currently measuring 38 ohms. Rv unipolar lead impedance warning on (B)(6) 2021. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Manufacturer narrative:
As no information was provided and as the serial number of the lead is unknown and the lead is not returned to be analysis, no conclusion could be established. The event is recovered in our database for trends purposes.